Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys hiv combi pt assay on the cobas 6000 e601 module. The elecsys hiv combi pt result was 162.6 coi. The retroscreen hiv and wondfo hiv testing results were reactive. Polymerase chain reaction (pcr) hiv testing (prolab) was negative.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The customer stated the quality control was within an acceptable range. Sample material was requested but it was not provided. Therefore, further investigation could not be performed. Per the method sheet, "all initially reactive samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation was not able to determine a root cause. However, a sample-specific discrepancy is likely such as interference that could be affecting the screening tests. Notably, the elecsys hiv combi pt result shows an increase of coi values from june to october testing. This can be a hint for a true positive result or an interference that is more visible in the october sample. The elecsys hiv combi pt assay performs within specification. E1 initial reporter last name: (B)(6).